Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow and down arrow buttons under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).